Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 288 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent to the right, patient smelt and saw a puddle of insulin on the skin, the skin was irritated and pain. As treatment, bolus with the new pod and has a small cup of coffee and drank water. Patient added a second basal program but was not using it at the time. The patient had ketones and said the most is small to moderate. Patient said adhesive might have been lifting up a bit at the end because patient often has dry skin.